Event description:
It was reported that during a percutaneous coronary intervention, catheter removal difficulty occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. After a non bsc guidewire crossed the lesion, the physician performed ablation with 1.5mm and 2.0mm rotalink burr atherectomy system device. Plain old balloon angioplasty (poba) was performed using a 2.5mm x 15mm non bsc balloon catheter and a 2.50mm x 38mm promus element plus stent was advanced but was unable to cross the lesion. The physician attempted to remove the device to perform dilation again but was unable to remove the device. They physician then deployed the stent at the non target lesion. The procedure was completed using a 2.2mm unspecified stent. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the catheter was returned without stent. A visual and microscopic examination found several hypotube kinks. The balloon had been subjected to positive pressure and inflation media is visible inside the balloon. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter removal difficulty occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. After a non bsc guidewire crossed the lesion, the physician performed ablation with 1.5mm and 2.0mm rotalink burr atherectomy system device. Plain old balloon angioplasty (poba) was performed using a 2.5mm x 15mm non bsc balloon catheter and a 2.50mm x 38mm promus element plus stent was advanced but was unable to cross the lesion. The physician attempted to remove the device to perform dilation again but was unable to remove the device. They physician then deployed the stent at the non target lesion. The procedure was completed using a 2.2mm unspecified stent. No further patient complications were reported and the patient's status was good.